Manufacturer narrative:
The pressure tubing was returned with a broken piece of the arterial port from the y-fitting attached. The iab catheter was not returned for evaluation. However a picture was provided by the facility of the iab catheter. Although the serial number was not legible, the batch number was determined. A lot history record review was completed for the reported product. The evaluation and the picture provided confirmed the reported problem. It is unknown how this occurred. (B)(4).

Event description:
Nurse noted blood leaking and a crack on the y connection where the central lumen is - after they applied the bone wax to the site the bleeding stopped. They were able to continue iabp therapy without a problem.

Manufacturer narrative:
On 04/08/2016 12:27 pm (gmt-4:00) added by (B)(6): the product was received however, at this time, it has not been evaluated. When the evaluation is complete a supplemental report will be sent with our additional findings. (B)(4).

Event description:
On 04/08/2016 12:02 pm (gmt-4:00) added by (B)(6): nurse noted blood leaking and a crack on the y connection where the central lumen is - after they applied the bone wax to the site the bleeding stopped. They were able to continue iabp therapy without a problem.